Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Histopathological markers of cd30+ and alk- were confirmed for alcl. Additional, corrected and/or changed data: b.5, b.6, b.7, g4, g.2, h4, h.6, h.7, h.9 additional physician contact: (B)(6).

Event description:
Previously reported event of "shortness of breath" has been determined to be not device related. Physician later reported "axillary lymph node atypical bi-rads 4" as bia-alcl. Pathological markers have been provided as cd30+ and alk-.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
A healthcare professional reported left side the events of ¿capsular contracture baker grade IV¿, ¿breast hardening¿, ¿prosthesis kinks¿, ¿ripples¿, ¿lobulated breast implants¿, ¿radial folds¿, ¿latent pain¿, ¿shortness of breath¿, and ¿fear¿. Device remains implanted.

Event description:
A healthcare professional reported left side the events of ¿capsular contracture baker grade IV¿, ¿breast hardening¿, ¿prosthesis kinks¿, ¿ripples¿, ¿lobulated breast implants¿, ¿radial folds¿, ¿latent pain¿, ¿shortness of breath-not device related¿, and ¿fear¿.physician later reported "axillary lymph node atypical bi-rads 4" as bia-alcl. Pathological markers have been provided as cd30+ and alk-.device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Lymphoma - alcl: unable to observe since it is a medical event and is not related to the device. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Dyspnea ¿ ndr: not applicable as the event is not related to the device. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.